Event description:
It was reported that there was a loading issue probably due to a loading error of the intraocular lens (iol). It was stated that the patient underwent an implantation of an (iol), which was removed and replaced in the same procedure due to a broken haptic which was observed by the surgeon after the lens had already been implanted. An incision enlargement was created to remove the lens, replacing it with a new one. No complications were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The product evaluation laboratory only received half of an iol lens with one broken haptic and appeared to have evidence of viscoelastic. Placeholder.